Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "the dressings in the port kits are not adhering to inpatients for a full 7 days. The dressings are tented and made especially for ports but they are loosening on the borders requiring a dressing change. This would not be noticed by infusion centers who use the same dressing but don¿t have long term access."